Event description:
It was reported to that the patient had been regularly doing bench presses and had caused leads to fracture. As a result, the patient received inappropriate shocks due to noise. It was noted that it may have shorted and caused the device to be in backup vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis revealed that the filars of the sensing coil was fractured due to fatigue.